Manufacturer narrative:
This case was reported by an investigator and describes the occurrence of pelvic pain ('constant pelvic pain') and uterine perforation ('uterine perforation') in an adult female subject who had fallopian tube occlusion insert (batch no. E24122) inserted for sterilization. The occurrence of additional non-serious events is detailed below. The subject's medical history included cholecystectomy, penicillin allergy, multigravida, parity 4, spontaneous abortion, morbid obesity and c-section (last delivery). No previous gynecological interventions and no uterine findings prior essure insertion. On (B)(6) 2018, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2018, the subject experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("low back pain with sciatica") and sciatica ("low back pain with sciatica") and was found to have weight increased ("weight gain"). On (B)(6) 2018, the subject experienced uterine perforation (seriousness criterion medically significant). The subject was treated with surgery (essure removal, laparoscopic salpingectomy on (B)(6) 2018). Fallopian tube occlusion insert was removed on (B)(6) 2018. On (B)(6) 2018, the uterine perforation had resolved. On (B)(6) 2018, the pelvic pain, weight increased, back pain and sciatica had resolved. The reporter considered back pain, sciatica and weight increased to be unrelated to fallopian tube occlusion insert. The reporter considered pelvic pain and uterine perforation to be related to fallopian tube occlusion insert. The reporter commented: the insertion procedure was considered easy, as well as tubal os visualization. The complete procedure did not take more than 20 minutes. Subject endorsed weight gain and back pain since essure placement on (B)(6) 2018. Provider discussed with subject that removal of the essure device may not result in the resolution or improvement of weight gain and back pain. Removal of essure device on (B)(6) 2018 resulted in the resolution of symptoms of weight gain and back pain. According to the investigator, essure was removed due to patient´s request (patient believes that events were caused by essure) and the events did not lead to a serious injury. The investigator considered the essure removal no medically necessary and pathology report is not available. Essure was removed under general anesthesia. During the removal procedure of essure, the tip of the rumi device perforated the midline of the uterus. Considered to be not clinically significant as no additional surgery was needed for repair, no excessive bleeding, no blood transfusion needed. In a follow-up it was informed that the uterine perforation occurred with uterine manipulation device at the time of laparoscopy for essure removal/bilateral salpingectomy. Before essure removal the patient was presenting abdominal pain, bloating, back pain, weight gain, right thigh pain, dyspareunia. Essure was removed on (B)(6) 2018 because of patient request. No pathologic change noted in either fallopian tube. Essure coils grossly identified. On post operative exam the patient complained of continued, intermittent bilateral abdominal pain, nausea and diarrhea, which have been resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2018: confirmed tubal occlusion. Laparoscopy - on (B)(6) 2018: devices on both sides were in correct location. Lot number: e24122 manufacturing date: 2015-08-06 expiration date: 2018-08-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-sep-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This adult female subject was enrolled in a company-sponsored interventional study titled "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: (B)(4)). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. E24122) inserted. The case describes the occurrence of pelvic pain ('constant pelvic pain'). The occurrence of additional non-serious events is detailed below. The subject's medical history included cholecystectomy, penicillin allergy, multigravida, parity 4, spontaneous abortion, morbid obesity and c-section (last delivery). No previous gynecological interventions and no uterine findings prior essure insertion. On (B)(6) 2018, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2018, the subject experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("low back pain with sciatica") and sciatica ("low back pain with sciatica") and was found to have weight increased ("weight gain"). On (B)(6) 2018, the subject experienced uterine perforation ("uterine perforation"). The subject was treated with surgery (essure removal, laparoscopic salpingectomy on (B)(6) 2018). Fallopian tube occlusion insert was removed on (B)(6) 2018. On (B)(6) 2018, the uterine perforation had resolved. On (B)(6) 2018, the pelvic pain, weight increased, back pain and sciatica had resolved. The investigator considered back pain, sciatica and weight increased to be unrelated to fallopian tube occlusion insert. The investigator considered pelvic pain and uterine perforation to be related to fallopian tube occlusion insert. The reporter commented: the insertion procedure was considered easy, as well as tubal os visualization. The complete procedure did not take more than 20 minutes. Subject endorsed weight gain and back pain since essure placement on (B)(6) 2018. Provider discussed with subject that removal of the essure device may not result in the resolution or improvement of weight gain and back pain. Removal of essure device on (B)(6) 2018 resulted in the resolution of symptoms of weight gain and back pain. According to the investigator, essure was removed due to patient´s request (patient believes that events were caused by essure) and the events did not lead to a serious injury. The investigator considered the essure removal no medically necessary and pathology report is not available. Essure was removed under general anesthesia. During the removal procedure of essure, the tip of the rumi device perforated the midline of the uterus. Considered to be not clinically significant as no additional surgery was needed for repair, no excessive bleeding, no blood transfusion needed. In a follow-up it was informed that the uterine perforation occurred with uterine manipulation device at the time of laparoscopy for essure removal/bilateral salpingectomy. Before essure removal the patient was presenting abdominal pain, bloating, back pain, weight gain, right thigh pain, dyspareunia. Essure was removed on (B)(6) 2018 because of patient request. No pathologic change noted in either fallopian tube. Essure coils grossly identified. On post operative exam the patient complained of continued, intermitent bilateral abdominal pain, nausea and diarrhea, which have been resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2018: confirmed tubal occlusion. Laparoscopy - on (B)(6) 2018: devices on both sides were in correct location. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-sep-2020: essure uterine perforation questionnaire received. Lab data updated. Investigator's comment added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This adult female subject was enrolled in a company-sponsored interventional study titled "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: 18894). The subject (patient ID: 140230001) had fallopian tube occlusion insert (batch no. E24122) inserted. The case describes the occurrence of pelvic pain ('constant pelvic pain'). The occurrence of additional non-serious events is detailed below. The subject's medical history included cholecystectomy, penicillin allergy, multigravida, parity 4 and spontaneous abortion. No previous gynecological interventions and no uterine findings prior essure insertion. On (B)(6) 2018, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2018, the subject experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the subject experienced uterine perforation ("uterine perforation"). The subject was treated with surgery (essure removal, laparoscopic salpingectomy on (B)(6) 2018). Fallopian tube occlusion insert was removed on (B)(6) 2018. On (B)(6) 2018, the uterine perforation had resolved. On (B)(6) 2018, the pelvic pain had resolved. The investigator considered pelvic pain and uterine perforation to be related to fallopian tube occlusion insert. The reporter commented: the insertion procedure was considered easy, as well as tubal os visualization. The complete procedure did not take more than 20 minutes. According to the investigator, essure was removed due to patient´s request (patient believes that events were caused by essure) and the events did not lead to a serious injury. The investigator considered the essure removal no medically necessary and pathology report is not available. Essure was removed under general anesthesia. During the removal procedure of essure, the tip of the rumi device perforated the midline of the uterus. Considered to be not clinically significant as no additional surgery was needed for repair, no excessive bleeding, no blood transfusion needed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2018: confirmed tubal occlusion. Laparoscopy - on an unknown date: devices on both sides were in correct location. Most recent follow-up information incorporated above includes: on 4-jun-2019: essure lot number provided: e24122. We received a lot number in this case. A review of complaint records and other non-conformances data was conducted; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This adult female subject was enrolled in a company-sponsored interventional study titled "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: 18894). The subject (patient ID: 140230001) had fallopian tube occlusion insert (batch no. E24122) inserted. The case describes the occurrence of pelvic pain ('constant pelvic pain'). The occurrence of additional non-serious events is detailed below. The subject's medical history included cholecystectomy, penicillin allergy, multigravida, parity 4 and spontaneous abortion. No previous gynecological interventions and no uterine findings prior essure insertion. On (B)(6) 2018, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2018, the subject experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the subject experienced uterine perforation ("uterine perforation"). The subject was treated with surgery (essure removal, laparoscopic salpingectomy on (B)(6) 2018). Fallopian tube occlusion insert was removed on (B)(6) 2018. On (B)(6) 2018, the uterine perforation had resolved. On (B)(6) 2018, the pelvic pain had resolved. The investigator considered pelvic pain and uterine perforation to be related to fallopian tube occlusion insert. The reporter commented: the insertion procedure was considered easy, as well as tubal os visualization. The complete procedure did not take more than 20 minutes. According to the investigator, essure was removed due to patient´s request (patient believes that events were caused by essure) and the events did not lead to a serious injury. The investigator considered the essure removal no medically necessary and pathology report is not available. Essure was removed under general anesthesia. During the removal procedure of essure, the tip of the rumi device perforated the midline of the uterus. Considered to be not clinically significant as no additional surgery was needed for repair, no excessive bleeding, no blood transfusion needed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2018: confirmed tubal occlusion. Laparoscopy - on an unknown date: devices on both sides were in correct location. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jun-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This female subject was enrolled in a company-sponsored interventional study titled "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: 18894). The subject (patient ID: 14023001) had fallopian tube occlusion insert inserted. This case describes the occurrence of pelvic pain ("constant pelvic pain"). The occurrence of additional non-serious events is detailed below. On an unknown date, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2018, the subject experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6)2018, the subject experienced uterine perforation ("uterine perforation"). The subject was treated with surgery (essure removal, laparoscopic salpingectomy on (B)(6)2018). Fallopian tube occlusion insert was removed on (B)(6)2018. On (B)(6)2018, the uterine perforation had resolved. On (B)(6)2018, the pelvic pain had resolved. The investigator considered pelvic pain and uterine perforation to be related to fallopian tube occlusion insert. The reporter commented: according to the investigator, essure was removed due to patient´s request (patient believes that events were caused by essure) and the events did not lead to a serious injury. Essure was removed under general anesthesia most recent follow-up information incorporated above includes: on 7-may-2019: removal and ae crfs received - stop date of essure updated, onset date, stop date and outcome of event pelvic pain added and event uterine perforation added. Events abdominal bloating, weight gain, hair loss, dyspareunia, back pain, leg pain, hip pain, nausea and intermittent headache deleted we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This female subject was enrolled in a company-sponsored interventional study titled "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: (B)(4). The subject (patient ID: (B)(6) had fallopian tube occlusion insert inserted. This case describes the occurrence of pelvic pain ("constant pelvic pain"). The occurrence of additional non-serious events is detailed below. On an unknown date, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2018, the subject experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the subject experienced uterine perforation ("uterine perforation"). The subject was treated with surgery (essure removal, laparoscopic salpingectomy on (B)(6) 2018). Fallopian tube occlusion insert was removed on (B)(6) 2018. On (B)(6) 2018, the uterine perforation had resolved. On (B)(6) 2018, the pelvic pain had resolved. The investigator considered pelvic pain and uterine perforation to be related to fallopian tube occlusion insert. The reporter commented: according to the investigator, essure was removed due to patient´s request (patient believes that events were caused by essure) and the events did not lead to a serious injury. Essure was removed under general anesthesia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This adult female subject was enrolled in a company-sponsored interventional study titled "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: 18894). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. E24122) inserted. The case describes the occurrence of pelvic pain ('constant pelvic pain'). The occurrence of additional non-serious events is detailed below. The subject's medical history included cholecystectomy, penicillin allergy, multigravida, parity 4, spontaneous abortion and morbid obesity. No previous gynecological interventions and no uterine findings prior essure insertion. On (B)(6) 2018, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2018, the subject experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("low back pain with sciatica") and sciatica ("low back pain with sciatica") and was found to have weight increased ("weight gain"). On (B)(6) 2018, the subject experienced uterine perforation ("uterine perforation"). The subject was treated with surgery (essure removal, laparoscopic salpingectomy on (B)(6) 2018). Fallopian tube occlusion insert was removed on (B)(6) 2018. On (B)(6) 2018, the uterine perforation had resolved. On (B)(6) 2018, the pelvic pain, weight increased, back pain and sciatica had resolved. The investigator considered back pain, sciatica and weight increased to be unrelated to fallopian tube occlusion insert. The investigator considered pelvic pain and uterine perforation to be related to fallopian tube occlusion insert. The reporter commented: the insertion procedure was considered easy, as well as tubal os visualization. The complete procedure did not take more than 20 minutes. Subject endorsed weight gain and back pain since essure placement on (B)(6) 2018. Provider discussed with subject that removal of the essure device may not result in the resolution or improvement of weight gain and back pain. Removal of essure device on (B)(6) 2018 resulted in the resolution of symptoms of weight gain and back pain. According to the investigator, essure was removed due to patient´s request (patient believes that events were caused by essure) and the events did not lead to a serious injury. The investigator considered the essure removal no medically necessary and pathology report is not available. Essure was removed under general anesthesia. During the removal procedure of essure, the tip of the rumi device perforated the midline of the uterus. Considered to be not clinically significant as no additional surgery was needed for repair, no excessive bleeding, no blood transfusion needed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2018: confirmed tubal occlusion. Laparoscopy - on an unknown date: devices on both sides were in correct location. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-feb-2020: new event weight gain was added. On 3-feb-2020: new event low back pain with sciatica was added. On 5-feb-2020: no new information. On 5-feb-2020: no new information. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This adult female subject was enrolled in a company-sponsored interventional study titled "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: 18894). The subject (patient ID: (B)(6) ) had fallopian tube occlusion insert (batch no. E24122) inserted. The case describes the occurrence of pelvic pain ('constant pelvic pain'). The occurrence of additional non-serious events is detailed below. The subject's medical history included cholecystectomy, penicillin allergy, multigravida, parity 4, spontaneous abortion and morbid obesity. No previous gynecological interventions and no uterine findings prior essure insertion. On (B)(6) 2018, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2018, the subject experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("low back pain with sciatica") and sciatica ("low back pain with sciatica") and was found to have weight increased ("weight gain"). On (B)(6) 2018, the subject experienced uterine perforation ("uterine perforation"). The subject was treated with surgery (essure removal, laparoscopic salpingectomy on (B)(6) 2018). Fallopian tube occlusion insert was removed on (B)(6) 2018. On (B)(6) 2018, the uterine perforation had resolved. On (B)(6) 2018, the pelvic pain, weight increased, back pain and sciatica had resolved. The investigator considered back pain, sciatica and weight increased to be unrelated to fallopian tube occlusion insert. The investigator considered pelvic pain and uterine perforation to be related to fallopian tube occlusion insert. The reporter commented: the insertion procedure was considered easy, as well as tubal os visualization. The complete procedure did not take more than 20 minutes. Subject endorsed weight gain and back pain since essure placement on (B)(6) 2018. Provider discussed with subject that removal of the essure device may not result in the resolution or improvement of weight gain and back pain. Removal of essure device on (B)(6) 2018 resulted in the resolution of symptoms of weight gain and back pain. According to the investigator, essure was removed due to patient´s request (patient believes that events were caused by essure) and the events did not lead to a serious injury. The investigator considered the essure removal no medically necessary and pathology report is not available. Essure was removed under general anesthesia. During the removal procedure of essure, the tip of the rumi device perforated the midline of the uterus. Considered to be not clinically significant as no additional surgery was needed for repair, no excessive bleeding, no blood transfusion needed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2018: confirmed tubal occlusion. Laparoscopy - on an unknown date: devices on both sides were in correct location. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-feb-2020: new event weight gain was added. On 3-feb-2020: new event low back pain with sciatica was added. On 5-feb-2020: no new information. On 5-feb-2020: no new information. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Event description:
This female subject was enrolled in a company-sponsored interventional study titled "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: 18894). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert inserted. This case describes the occurrence of pelvic pain ("pelvic pain"), abdominal distension ("abdominal bloating"), weight increased ("weight gain"), alopecia ("hair loss") and dyspareunia ("dyspareunia"). The occurrence of additional non-serious events is detailed below. On an unknown date, the subject had fallopian tube occlusion insert inserted. On an unknown date, the subject experienced pelvic pain (seriousness criterion intervention required), abdominal distension, alopecia, dyspareunia, back pain ("back pain"), pain in extremity ("leg pain"), arthralgia ("hip pain"), nausea ("nausea") and headache ("intermittent headache") and was found to have weight increased. The subject was treated with surgery (essure removal). Fallopian tube occlusion insert was removed. At the time of the report, the pelvic pain, abdominal distension, weight increased, alopecia, dyspareunia, back pain, pain in extremity, arthralgia, nausea and headache outcome was unknown. The relationship of abdominal distension, alopecia, arthralgia, back pain, dyspareunia, headache, nausea, pain in extremity, pelvic pain and weight increased to treatment with fallopian tube occlusion insert was not reported. The reporter commented: according to the investigator, essure was removed due to patient´s request (patient believes that events were caused by essure) and the events did not lead to a serious injury. Discrepant information regarding removal date for essure (reported as (B)(6) 2019). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.